Manufacturer narrative:
Reported event: an event regarding loosening involving a jts, proximal tibia replacement, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts proximal tibial replacement which was inserted in 2016. The surgeon reported a possible maximum extension of the implant. The x-ray provided shows that the implant has been extended by 35mm, which has not reached to its maximum capacity of 70mm. However, there are some radiographic observations on bone remodelling and radiolucency around the tibial stem, and bone resorption at resection. Therefore, the radiographic review cannot confirm the clinical report, but the additional observation could justify the reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Product surveillance will continue to monitor for trends. Update (B)(6) 2021: " revision case was completed today. It went successfully and we did replace the tibial stem". Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific case file was received for the patient's right jts proximal tibia. Noted on the file: "revision of jts proximal tibia for more growth. May need to revise stem. Resection 190mm." At the time of report, the rep could not confirm if max extension was achieved and could not fully confirm which stem might need to be revised. Update 11 august 2021: x ray review states " [..] There are some radiographic observations on bone remodelling and radiolucency around the tibial stem, and bone resorption at resection [..]".